Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 2 sensor associated with this complaint did not meet product design specifications, and may produce high glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1004-2023. If the product is returned, an investigation will be conducted and a follow up submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported a high sensor reading of 22.3 mmol/l, and was treated with rapid insulin (dose unknown). The customer subsequently became hypoglycemic with loss of consciousness. The customer did not have contact with a healthcare provider, as they reported "feeling better after a while". No further details were provided. This is a known issue for the serial number associated with this complaint, addressed by adc fa1004-2023. The impacted product associated with this complaint has not been distributed in the us. Impacted product was distributed to canada, japan, saudi arabia, and the united kingdom. Adc field action fa1004-2023 was issued only to impacted countries. There was no report of death or permanent injury associated with this event.